Event description:
This device was returned with a biotronik MDR form. Per mdrf, this system was removed due to infection. This device was replaced with another biotronik system. Explanted system: cylos dr, MDR 1028232-2008-00681. Setrox s 45, MDR 1028232-2008-00684. Setrox s 53, MDR 1028232-2008-00685.